Manufacturer narrative:
The pump remains in use supporting the pt. The three system controllers have been returned to the MFR for eval. Ref the following MFR report numbers for each device: original system controller, serial number (B)(4) (ref MFR report number 2916596-2014-00304); second system controller, serial number (B)(4) (ref MFR report number 2916596-2014-00303); third system controller, serial number (B)(4) (ref MFR report number 2916596-2014-00302). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a driveline fault alarm on his system controller. The pt stated he felt fine. Vital signs were stable. The hosp staff removed the driveline from the existing controller and immediately put it back into place. This seemed to clear the alarm. The driveline was then manipulated, but the driveline fault alarm could not be reproduced. The vad coordinator reported that their suspicion was low that the alarm was due to a true fault in the driveline as the pump was recently implanted and there were no other alarms noted on the pt's system controller history. The system controller was then replaced, and approx 35 minutes later "low flow", "pump stop", and "pump malfunction" alarms occurred. The log file from this system controller could not be retrieved. It was also reported that this system controller was almost too hot to touch. As the hosp staff tried to exchange the second system controller with a new system controller, they could not attach the new system controller to the pt's percutaneous lead, despite multiple attempts to align the markers for a proper fit. The pt was then connected to his original system controller. The physician was notified of the situation and upon arrival to the pt's room the original system controller appeared to be working well. The pt stated he felt fine, denied shortness of breath, dizziness, or lightheadedness during the event, and vital signs were stable. A bedside echo was performed and it was noted that the lv was slightly under filled and so the pump speed was decreased from 9000 rpm to 8800 rpm. X-rays were taken and were unremarkable. There was no reported trauma to the driveline and on visual inspection there were no obvious signs of damage. The pt was left on his original system controller. Six days later, the pt experienced a driveline fault alarm, and the system controller was replaced with a new system controller. The pt remains ongoing and no further issues have been reported.

Manufacturer narrative:
The lvad was not returned as the patient remains ongoing; however, the report of driveline fault alarms can be confirmed based on the evaluation of the log file downloaded from the system controller serial number (B)(4) that was returned as part of this event. Please reference MFR. Report # 2916596-2014-00304 for the investigation findings. In addition, the report of pump stoppages, low flow alarms and the device being hot to the touch can also be confirmed based on the evaluation of the system controller serial number (B)(4) returned as part of this event. Please reference MFR. Report # 2916596-2014-00303 for the investigation findings. Furthermore, the report of an unsuccessful attempt to connect the patient¿s driveline to the system controller serial number (B)(4) returned as part of this event was not confirmed. Please reference MFR. Report # 2916596-2014-00302 for the investigation findings. A review of lvad device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.